Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that printers continually produced low-quality images. The technical support specialist (tss) remotely accessed the station via remote support service, reviewed settings, and updated configuration using knowledge article how to configure zd410 zebra printers in windows 10. Performed a test print. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es printer continually produced low-quality images that could not be scanned, and the printer needed to be replaced. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.